Manufacturer narrative:
Results: the 3maxc was stretched approximately 134.0 cm from the hub. The total length of the 3maxc including the stretched was approximately 159.5 cm from the hub. The manufactured length of the catheter should be 155 cm indicating a stretch of approximately 3.5 cm. Conclusions: evaluation of the returned device revealed that the 3maxc was stretched. If the device is forcefully retracted against resistance, damage such as this may occur. It is possible for the distal end of the 3maxc to become pinned against patient anatomy or other devices used in the procedure. If the 3maxc becomes pinned or otherwise restrained and is subsequently forcefully retracted, stretching damage may occur. The ace60 referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician successfully completed the first pass using a penumbra system ace 60 reperfusion catheter (ace60), a 3maxc and a penumbra system aspiration pump max 110v (pump max). However, upon removal of the 3maxc under negative pressure, the physician noticed that the 3maxc was elongated approximately 11 centimeters from the distal tip. Therefore, the 3maxc was set aside and the procedure was completed using the same ace60 and stent retriever device. There was no report of an adverse effect to the patient.